Event description:
The surgeon reports that during intraocular lens (iol) implant surgery,she noticed a broken haptic after the iol was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol.